Manufacturer narrative:
Investigation at the manufacturer site revealed that the reported failure could be confirmed through the serial readout of the pump but it could not be reproduced during tests. No deviations have been found. The root cause remains unknown.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The pump was requested back to the manufacturer site for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and showing an alarm of incorrect rotation during procedure. The user rebooted the pump and the problem disappeared. Later, the issue re-occurred. This time, the user tried to override the alarm but it persisted until the pump was rebooted. There was no report of patient injury.